Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for post-dilation. However, during first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was removed and there were no balloon fragments left inside the patient's body. The procedure was completed with a different device. No patient serious injury or adverse even were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for post-dilation. However, during first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was removed and there were no balloon fragments left inside the patient's body. The procedure was completed with a different device. No patient serious injury or adverse even were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 12mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities.